Manufacturer narrative:
(B)(4). The returned sample was evaluated. During visual inspection, it was found that the main body of the transfer set was cracked/damaged and the occluder feet were broken. Leak testing, clear passage testing and clamp function testing were performed without any issues. The reported issue was confirmed during returned sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was broken. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.